Manufacturer narrative:
(B)(4). Batch # n91201. The analysis results found that the el5ml device was received in good visual condition with a clip in the jaw, the clip was removed in order to test functionality. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. In addition, it is known from the history of the device that the ratchet pawl condition may lead to dropping clips. It is possible that this condition was caused by attempting to open the handle when it was not fully closed or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fired normally, but subsequent clips ejected from the jaws during loading/firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.